Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter, sensor glucose vs. Blood glucose, lost sensor alarm, bent sensor, sensor damage (out of box/package). The customer reported blood glucose value of 257 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-7841zn, mmt-332a, mmt-386a, mmt-7040a, mmt-1884l. Troubleshooting was performed for sensor glucose vs. Blood glucose, guardian sensor 3/guardian 4 sensor, sensor signal not found/cannot find sensor signal/lost sensor/loss of communication. Confirmed transmitter serial number was programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer declined troubleshooting for high blood glucoses/under delivery. Explained sensor may have no longer been responding to glucose changes. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was reporting the sensor liner stayed on the base while pulling the sensor serter off. Customer confirmed the serter was pulled slowly straight up. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-386a. Mmt-7040a was requested and customer response was the device will be returned. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.